Manufacturer narrative:
(B)(4). Kcfw-6.0-38-70-rb-raabe. Lot # is unknown as it was not provided. Exp. Date is unknown as no lot # was provided. UDI # is unknown as no lot # was provided. (B)(4). Investigation - evaluation: a review of the complaint history, instructions for use (IFU), quality control (qc), trends and a visual inspection of the complaint device was conducted for the purpose of this investigation. A visual inspection of the returned complaint device revealed that the sheath had been separated into three pieces: the proximal piece, the distal tip, and the middle portion of the sheath. The proximal piece still had the fitting (valve) attached to the sheath; it measured approximately 45 cm long with 12.5 cm of elongation/necking down of the sheath onto the coils. The middle portion measured 25 cm in length; one of the tips of this piece had 0.5 cm of accordion of the sheath. Finally, the distal tip of the sheath was approximately 5 cm in length. The balloon catheter with a wire inserted was also returned; the catheter had been separated as well with the wire inside and separated. There was also significant damage to the catheter. The instructions for use (IFU) included with each device includes instructions for removal of the sheath, in addition to the following warning. "Before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." And the precaution, "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." Per qc, final inspection for the flexor check-flo ii introducer instructs; to confirm the correct size and type of material has been used. There is also a confirmation that there is a smooth transition between the sheath and dilator at sheaths distal end. The surface of the sheath is confirmed to be free of excessive dents, bumps or scratches. Based on the investigation and the appearance of the device, it is feasible to suggest the device met resistance beyond its design. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. Per quality engineering risk assessment (qera), no further action is required. (B)(4).

Event description:
During a subclavian case, the physician felt resistance when attempting to pull the device out at the end of the procedure. While pulling, the sheath broke off inside of the patient. A surgeon was called in to cut down the radial artery and removed the sheath. According to the reporter, the patient was doing well post procedure.